Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system with a 6 mm, 23" infusion set; no alarms or delivery stoppages were reported, and no leaks were identified, and the user was guided through an infusion set change and instructed on disconnection if administering an external insulin injection. Symptoms included elevated blood glucose with a reported peak above 400 mg/dl and hyperglycemia persisting for most of the day without ketone testing or medical intervention. Outcomes included transient inconvenience and the need for troubleshooting and education. Investigation included device-use troubleshooting and user education focused on infusion set replacement and verification by fingerstick. Investigation of this case revealed no device alarms or clear hardware malfunction and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.